Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive keypad due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with the case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working, keypad was unresponsive. The customer's blood glucose value was 9.8 mmol/l. Other blood glucose value mentioned was 5.2 mmol/l. Insulin pump was exposed to moisture. The type of moisture exposure was pool. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.